Event description:
Caller reported a cartridge alarm during the load process, which did not lead to blood glucose levels exceeding 500 mg/dl. There was no adverse impact to the customer's blood glucose level. Technical support arranged for a replacement pump since the current one was under warranty, instructed the caller on backup therapy using multiple daily injections (mdi), provided guidance on using storage mode, and ensured the customer was informed about returning the problematic pump through ups within 10 days.